Manufacturer narrative:
Date sent to the FDA: 01/03/2022.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent a procedure on (B)(6) 2014 and monarc sling was implanted. It was reported that on (B)(6) 2017, a portion of the monarc sling was removed. On the same date of (B)(6) 2017, it was reported that the patient underwent a gynecological surgical procedure and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures including mesh revision surgery on (B)(6) 2018 and a mesh revision surgery on (B)(6) 2018. No additional information was provided.